Event description:
A tec 7 vaporizer was returned to ge healthcare with no report of malfunction. During testing of the vaporizer in the mfg facility, the output of the vaporizer was noted to be high to mfg specs. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.